Event description:
According to the reporter, during device set up, the unit's connector pin was broken inside the unit. There was no patient involvement or injury noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The subject unit passed functional testing with no problem found. A visual inspection was performed on product and no damage was observed. No broken pins were found in unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.